Event description:
A report was received that two weeks after the permanent implant the patient developed an infection at the lead site. The symptoms were drainage and a red circle. The physician prescribed vancomycin and patches to help drain the infected site. The physician did not believe was device related. The infection cleared and the patient was reportedly doing well.

Event description:
A report was received that two weeks after the permanent implant the patient developed an infection at the lead site. The symptoms were drainage and a red circle. The physician prescribed vancomycin and patches to help drain the infected site. The physician did not believe was device related. The infection cleared and the patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm a review of the manufacturing documentation for the percutaneous leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the percutaneous leads found them to be satisfactory.